Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken apart') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pain"), device expulsion ("broken apart and passed during my cycle") and menstrual disorder ("cycles become so awful after e-hell"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, device expulsion and menstrual disorder outcome was unknown. The reporter considered device breakage, device expulsion, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient reported that tubes were confirmed blocked over 5 years ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken apart') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pain"), device expulsion ("broken apart and passed during my cycle") and menstrual disorder ("cycles become so awful after e-hell"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, device expulsion and menstrual disorder outcome was unknown. The reporter considered device breakage, device expulsion, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient reported that tubes were confirmed blocked over 5 years ago. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.